Event description:
An impella cp device was inserted into the right femoral artery in a 65-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While in the cath lab, the impella was placed in the right common femoral artery (rcfa) and turned on. The impella catheter migrated back across the aortic valve (av) valve and readvanced. The physician was concerned with the functionality of the pump after crossing the valve twice. A decision was made to replace the pump with a new impella cp. The impella is being reported due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.